Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on mar 16, 2020 with lot number 3397003. Visual analysis of the returned device identified: crease flat and white particles in the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no were observed openings on the device. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.5, h.6.

Event description:
Device has been explanted.